Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation the scope socket unit was rusty. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus, a b30 (scope communication error) displayed on the evis exera iii xenon light source. The procedure was completed using a similar device and there was no delay reported. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Added additional detail to b5 that was inadvertently left out of the initial MDR. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, it is likely that that the scope communication error b30 occurred due to the corrosion on the scope socket, caused by fluid ingress; however, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device

Event description:
The customer detected the issue while preparing the subject device for an unspecified procedure.